Event description:
It was reported the patient was having a burning sensation in her face and shoulder along with increased spasticity. There was concern the patient may have been going through withdrawal. The symptoms had been recurring for about 3 weeks and the patient normally got refilled about once per month. It had been a few weeks beyond that at the time of the report and there was concern the pump may have been empty. The system was being used to deliver baclofen.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: catheter. (B)(4).